Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a pump tubing separation with leaking during a platelet infusion. The nurse responded to a patient side occlusion alarm followed by a fluid side occlusion alarm and opened the pump door to trouble shoot these alarms; the tubing then came apart and leaked. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: blood bag; 100ml, baxter bag din 00060208, lot p348292, exp oct 2017, nacl 0.9%; therapy date (B)(6) 2016. The customer¿s report of a separation with leak was confirmed. Visual inspection showed the set separated between the silicone pump tubing and the lower fitment. The ring retainer was not received with the set and there was no ring retainer indentation observed around the end of the silicone pump tubing. Functional testing could not be performed due to the set being separated and incomplete. The root cause of the separation could not be determined.

Event description:
The platelet infusion was at a rate of 440 to 480 ml/hr.